Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable after the procedure.